Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during primary surgery the surgeon had a problem with the lag screw.

Event description:
It was reported that during primary surgery the surgeon had a problem with the lag screw.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing documents. The lag screw was documented conformed to specifications prior to distribution. During the dimensional evaluation all relevant measurements of the lag screw were verified to be within specification parameters. Though there were no damages visible on the lag screw at first sight, under stereo-microscope it is clearly visible that the first two windings of the inner thread are significantly deformed. Functionality is not given any longer as it is not possible to assemble the lag screw to a lag screwdriver due to the damaged thread. During surgery the lag screw may have been screwed onto the lag screwdriver under misalignment. The operative technique explicitly instructs: ¿ensure that the pins of the lag screwdriver are in the slots of the lag screw.¿ following this instruction a misalignment could not happen unless the lag screwdriver is damaged. Thus, the found damage is classified to be user related due to deviation from surgical technique.